Event description:
The manufacturer's representative (rep) reported the system was removed due to an infection. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.